Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the powered handle was able to fire, however the screen showed an error message of excessive load. The team waited and tried to continue firing, but the stapler did not fire further. Another reload was used to complete the case. There was no patient injury.